Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that their ins programming was wiped out after having a hernia operation on (B)(6) 2017. The patient reported that their ins was re-programmed, but their therapy has not been right since the surgery. The patient reported seeing their healthcare provider (hcp) for an adjustment on (B)(6) 2017. The patient went on to report that in the past week, they can hardly walk first thing in the morning and their oral medication was only lasting 4 hours when it used to last 8. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient, reporting that the patient did not know why the programming was wiped out. The patient reported that after the operations, they turned the ins off and went back to their healthcare provider (hcp) because they knew something was wrong. The patient reported getting on their medication like they were before and reported that the hcp turned the ins back on and reprogrammed. The patient reported that the ins was working better but not exactly right. The patient reported the tremors not being too bad, but reported that they got arthritis too and their pain was terrible. The patient reported that their bones ache all the time and that it was hard to walk. The patient reported that before the operation their medication was working for 8 hours, but after the operation it only worked for 4 hours. The patient clarified however, that the change in the effective duration of their medication was not related to the device or therapy, and stated that the "weather has something to do with it." The patient also reported that the reported issues were resolved 5-7 hours after the procedure, therefore it is unknown if all issues have been resolved due to conflicting information. No further patient complications have been reported as a result of this event.